Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Event description:
It was reported that the procedure was to treat a lesion in the circumflex artery. A 3.5x12mm nc trek balloon dilatation catheter (bdc) was advanced with resistance being felt with the anatomy and the shaft separated about 12 inches from the hub. A comment was made that the shaft separation was possibly due to the torque build-up. The bdc was removed as a unit and the procedure was successfully completed with a 2.0x12mm non-abbott device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.